Manufacturer narrative:
Updated fields b4 g3 g6 h2 h6 type of investigation. Investigation findings conclusion h11 corrected field d10. It was reported by the customer through the emergency support program esp that during use the cardiosave intraaortic balloon pump iabp had an unexpected shutdown there was patient involvement and no injury or harm reported esp personnel was on call to evaluate and troubleshoot the unit the personnel reported that the customer mentioned the pump was plugged and working appropriately and unexpectedly shut off when assessing the pump the power button was still green and they were able to power the pump back on the customer denied any alarms or message present at the time of the call the pump was functioning appropriately personnel encouraged to have a replacement pump available and to label the pump with the failure and for it to be serviced.

Event description:
(B)(6), a cvsicu rn, called into emergency support program line to request assistance with an unexpected power failure on a cardiosave during use. Ellison stated she had a patient with a balloon pump and it completely just shut off. (B)(6) reported the pump was plugged in and working appropriately and unexpectedly shut off. When assessing the pump, she said the power button was still green and they were able to power the pump back on. She denied any alarm or message present. At the time of the call, the pump was functioning appropriately. Complaint information obtained. She was unsure if there was a replacement pump available. Esp team encouraged her to reach out to the clinical supervisor about an available pump. There was no patient harm or injury was reported.

Manufacturer narrative:
Other contact phone number: (B)(6) due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.